Event description:
A customer reported that phacoemulsification was not working during a cataract extraction procedure. There was a 15 minute delay in surgery. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The software was updated. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).